Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the inserter instrument was sent to the sterile department after the operation with the message that the instrument was jammed, whether or not this happened during the operation is unknown. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the returned inserter shows that the instrument jammed. The investigation was not able to determine the exact cause which led to this occurrence. The device shows hammer marks of the handle this may have led the device to jam up. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings the investigation concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.